Manufacturer narrative:
Per the tandem user guide - do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Reportedly, the customer used insulin from the old cartridge in an attempt to fill the new cartridge. There was no reported impact to customer's blood glucose level. Multiple follow up attempts were made to gather additional information; however, no response was received. No additional information was provided.